Manufacturer narrative:
Additional information received from the site stated that the patient was seen with symptoms of asthenia and anemia due to a pseudoaneurysm of ascending aorta at one centimeter of the graft anastomosis. It was also stated that the patients inr was in the normal ranges and anticoagulation was controlled. Patient received transfusion for the blood loss. An endovascular plug was used to close the pseudoaneurysm entry. On (B)(6) 2015 a new periamplazer leak occurred and a percutaneous ultrasound-guided treatment was used with placement of coils in association with thrombin. It was stated that in the following days the patient had been worsening with intracranial hemorrhage (hemorrhagic stroke) with tonic clonic seizures and right hemiplegia. The patient also developed progressive metabolic acidosis with ventilatory dysfunction, at family's discretion medical treatment was stopped and the patient died. It was further stated from the site that there was "no device malfunction", and autopsy will be performed. No additional information provided. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke, bleeding, and death and have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to stroke, bleeding and death in this patient include pre-existing comorbidities. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. Also stated in IFU are major adverse events associated with the surgery including hemorrhage. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported bleed; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as bleeding. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from spain that the "patient was admitted due to anemia and general deterioration." As per vad coordinator "patient required transfusion support without signs of external bleeding." On "(B)(6) 2015 a CT angiography was done and a leak close to the graft anastomosis was noted." It was stated by the site that "placement of an endovascular access amplatzer was performed, leading to closure of the pseudo aneurysm." "No signs of further bleeding was noted and patient currently remains hospitalized." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the patient expired on (B)(6) 2015. The investigation is ongoing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.